Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. When the doctor removed the lead from the box, it was noted that end of the wire was spiraling out of the body. The doctor reported that the helix end could not be rotated. The operation was successful after the lead was replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix partially extended and bent. X-ray examination found the inner coil to be over-torqued at the connector region. The helix mechanism test was not performed due to the as received condition of the lead. The cause of the reported event was isolated to the bent helix and the over torqued inner coil which is consistent with procedural damage.